Manufacturer narrative:
. H11: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set leaked from an unspecified location. It was further described as "there was a leak, there was a lot of fluid dripping¿ and the patient was not able to detect where the liquid came from further stating, ¿coming from the bottom of the machine". This occurred during an unspecified process step of automated peritoneal dialysis (pd) therapy. Renal therapy services discussed continuous ambulatory peritoneal dialysis with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.